Manufacturer narrative:
This report is submitted on december 31, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported). Additional information has been requested but has not been made available as of the date of this report.